Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip fell off the jaws and the clip was malformed at firing on the blood vessel since the jaws were misaligned. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.